Event description:
A healthcare facility in the (B)(6) reported to a fisher & paykel healthcare representative that the manometer on an rd900 neopuff infant resuscitator is not working. The reported fault was found during normal device maintenance with no patient involvement.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.